Event description:
Dealer stated that the lower steering hardware in the front of a (B)(4) scooter broke/snapped. As a result the end user alleged that the steering locked up and he almost flipped over. No injury.